Event description:
It was reported that undersensing occurred during the implant of this lead. The lead was thus not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.